Manufacturer narrative:
(B)(4). Failure event observed during analysis final analysis found that the lead helix was partly coated. This was due to an issue during the coating process.

Event description:
This report is to advise of an event observed during analysis.